Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results of 70, 52 and 68 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. Customer test with forearm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 145 mg/dl and 153 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date at time of call is six weeks. The meter memory was reviewed for previous test result history (daughter stated meter is not storing results properly with the correct date and time): the 79mg/dl (B)(6) 2017 09:48 am fasting: yes, 70mg/dl (B)(6) 2017 09:38 pm fasting: yes, 52mg/dl (B)(6) 2017 09:46 am fasting: yes, 106mg/dl (B)(6) 2017 11:12 am fasting: yes, 68mg/dl (B)(6) 2017 10:18 am fasting: yes. Memory concerns: 52mg/dl.